Manufacturer narrative:
The suspect medical device was not returned for evaluation. Photos of the complaint have been received. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The customer reports during the process of gaining renal access, the percutaneous entry catheter broke and despite attempts to retrieve it, the decision was made to leave the remaining 16cm of the catheter inside the perinephric/subcutaneous space to prevent further harm to the patient.